Manufacturer narrative:
H3: the reported issue was not duplicated on the console sn (B)(6). No fault found on the device. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Product analysis: the issue has been traced to the patient interface with serial number (B)(6). The main board of the patient interface was found to be defective. Previous codes b17, c20 and d14 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: initial reporter occupation updated to health professional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #:(B)(6), UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post procedure in nim console when stimulating areas that were not nervous and they received a positive response. Switched out to the 3.0 and everything worked as expected.it was further reported stating unfortunately the surgeons concerns became very apparent during the second case. We did not receive much noise throughout the duration of the case so I felt as though we were off to a much better start. Upon stimulating the patients bone we got a positive response still under the 200s. He stimulated over the nerve and still got the same response. I suggested to stimulate completely random areas in which he stimulated inside the ear canal and all around. No matter where we stimulated we got the same positive response, small biphasic curve between 150-220. During each case we completely powered down the system. I also ended the case and restarted a new one. To ensure that the probes or electrodes weren¿t the issue I brought in the nim 3.0. Upon hooking up the nim 3.0 with the same electrodes and same probe the surgeon stimulated the same boney area and instantly got the ¿chirping¿ sound that a stimulus was delivered but not received. He then stimulated over the nerve and instantly got a massive biphasic curve response on the screen at 580mv. He could then stimulate all over and would only get the correct response when directly on the nerve. This was a clear indication that something was not working correctly on the nim vital. There was no patient impact.